Event description:
It was reported that during an unk procedure, the device gave error code 3. Another handpiece was used to complete the case. No pt consequence.

Manufacturer narrative:
Eval: the hand piece was returned with a loose mount and was tested on a generator. No error was displayed. The hand piece was disassembled and a torn isolator was found in the instrument. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.